Event description:
The customer reported that the insulin pump was submerged in water. Troubleshooting was performed and the device showed a crack on top of the liquid crystal display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank screen as a result of a corroded electronic assembly. The device also was received with a cracked display window. Further testing was not performed due to the blank display.